Event description:
The customer reported that there was a "generator error" message displayed. This error is likely to result in an immediate loss of sys functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor, display adapter pcb and the mono block x-ray tube were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.